Event description:
It was reported that restenosis occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on 23-apr-2025 as a part of the clinical trial. The target lesion was located at the anastomosis of the right arm. Treatment of target lesion was performed by dilation using 6.0 mm x 60 mm, 80 cm ranger drug coated balloon study device. On 07-feb-2026, the subject was noted with symptoms related to restenosis that were treated with percutaneous transluminal angioplasty. On the same day, the event was considered to be resolved.

Manufacturer narrative:
A2 - age at time of event: 58 years old at the time of study enrollment. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that restenosis occurred, requiring additional intervention. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2025 as a part of the clinical trial. The target lesion was located at the anastomosis of the right arm. Treatment of target lesion was performed by dilation using 6.0 mm x 60 mm, 80 cm ranger drug coated balloon study device. On (B)(6) 2026, the subject was noted with symptoms related to restenosis that were treated with percutaneous transluminal angioplasty. On the same day, the event was considered to be resolved.

Manufacturer narrative:
A2 - age at time of event: 58 years old at the time of study enrollment.